Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D11 - intuitive surgical, inc. (Isi) received the large suturecut needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint that "the tip of the needle driver broke off in the procedure". The instrument was found to have a broken grip at the grip base. A piece approximately 0.075" x 0.301" was found to be broken off and the broken piece was returned along with the instrument. The root cause of broken instrument grips is typically attributed to mishandling/misuse, such as excess force applied to the instrument jaws. Additional information can be found in the following fields: d9, g3, g6, h2, h3, h6, and h10. Analysis information can be found in the following fields: h6 and h10.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1: b1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the large suturecut needle driver instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the instrument log for the large suturecut needle driver (part # 471296-07/lot/serial# (B)(4)) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 on system sk0665. There were 0 uses remaining after this last usage. In addition, a review of the site's complaint history identified no other complaints related to the instrument and or this event. No image or video clip for the reported event was submitted to isi for review. This event is being reported because the tip of the large suturecut needle driver reportedly broke and fell inside the patient. The fragments were retrieved, and no additional surgical intervention was required. However, unintended fragments falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the large suturecut needle driver was found to have a tip that broke off and fell into the patient. The fragment was retrieved with a backup instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.